Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g4. Sys 98 upgraded to cs300. Catalog #: 0998 00 3023 53, UDI #: (B)(4), 510k: k063525, cs300 intra-aortic balloon pump, english, 110v. Revert the contents of section d1 (brand name), d4 (catalogue no, UDI no, 510k) to blank from initial MDR # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(medical device problem code). It was reported that the cs300 intra-aortic balloon pump (iabp) had saline damage on the pcbs, triggered a low alarm, and had a broken sd card retainer clip. Patient involvement unknown and no adverse event reported. Customer stated unit may be replaced. They will reach out if needed. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had saline damage on the pcbs, triggered a low alarm, and had a broken sd card retainer clip. No patient harm was reported.